Event description:
It was reported that the connector prongs are loose and bent on a maryland bipolar forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found both bipolar pins are bent in towards each other, preventing installation of a bipolar cord. Damage to pins is likely due to mishandling. Engineering also observed the distal end of the main tube has a 2.5" long section with light material removed. Damaged area is located 2.75" above the proximal clevis, parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.